Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported a ventilator with a noise emitting from the air inlet port. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 28aug2020. B4: 21sep2020. The manufacturer¿s international service technician inspected the device and confirm the noise. The service technician could not duplicate the reported issue. The unit was checked overall, tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.